Manufacturer narrative:
Clinicaltrials.gov - identifier: (B)(4).

Event description:
It was reported that 870 subjects were implanted with low voltage leads and enrolled in a study to evaluate implant safety, success, and electrical performances of his-bundle pacing (hbp) and left bundle branch area pacing (lbbap) in the multinational physiological pacing registry. The registry recorded a total of 23 deaths: 96% (22/23) of the deaths were not associated with the procedure or device, and only 1 death had an unclear relationship to the procedure or device. Additionally, 4 deaths were due to cardiovascular causes, 15 due to non-cardiovascular causes, and 4 of unknown cause. No further information was available.